Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the threshold increased after release. The physician decided to remove the lp. Once removed, it was noted that the helix was stretched. The lp was replaced. There were no patient consequences.